Event description:
Event description guidant received information that during a scheduled replacement procedure, this endocardial lead was found to have insulation degradation and a fracture near the distal shocking coil with a history of diaphragmatic stimulation.